Event description:
It was reported that the patient had an infection in his head after implant of the device. It was noted that the patient was not having any issue with it presently. Additional information has been requested, and when available a supplemental report will be submitted.

Manufacturer narrative:
Product ID, 7482a51 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID, 3389s-40 lot# v157361, implanted: 2009 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).